Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident, hypotension, and thrombosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the right internal carotid artery stenting procedure, the patient experienced minor bradycardia and hypotension. The patient developed shortness of breath following the procedure and was diagnosed with an anaphylactic reaction to the non-abbott contrast medium. The anaphylaxis resolved with atropine, solu-cortef, epinephrine, and racemic epinephrine. Approximately one hour post rx acculink stent implantation, the patient experienced left sided facial drooping and the inability to move their left arm and leg, diagnosed as an acute ischemic stroke. The patient was taken back to the catheter lab where the stent was found to be occluded. Thrombolytics were administered and the stented region revascularized with an xact stent. There was no additional information provided.